Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018 and after the procedure the ipg was unable to communicate with the external devices. The ipg was not placed into surgery mode. Troubleshooting was able to resolve the issue. The patient is receiving therapy.